Event description:
Healthcare professional reported right side "fibroadenoma", rupture, edema, breast deformity and irritation. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
E1: email address: (B)(6). Device photo analysis: visual analysis of the photographs identified two devices one device appears to be intact and the other its broken next to syringes fill with gel. Device not labeled by explant side. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Event description:
Healthcare professional reported right side rupture, edema, breast deformity and irritation also reported "fibroadenoma" is not device related. The device has been explanted.

Manufacturer narrative:
Clarification to a6: "mixed race".

Event description:
Healthcare professional reported right side "fibroadenoma", rupture, edema, breast deformity and irritation. The device remains implanted.